Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During use, the medicine in the red bottle could not be drawn out. After re-extraction the fibrin sealant preparation device broke, and the medicine flowed out from the dropper. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product stored prior to use? It frozen storage. When was the product prepared for use (pre-op or during the surgical procedure)? Pre-op. What was the thawing procedure used by the facility? In a refrigerator, at temp 2-8c. Which component did not draw into the syringe? The red one fibrinogen. Were the biologic components fully thawed at time of use? Yes. What is the device return status? Under return process from distributor. The following information was requested, but unavailable: how long was the biologic thawed prior to use? How much time was given between thawing the product and attempting to draw this into the application device? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h 3. Reason for non- evaluation, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary ==> the product arrived without one of the vial cup holders and therefore the device cannot be evaluated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?